Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. A complete set of device logs was received. Evaluation of the logs shows that prior to and after the event a successful system checkout was performed. The log shows that the measured respiratory rate increased on a few occasions and clinical alarms such as expiratory minute volume: low, leakage, excessive leakage, respiratory rate high and a few airway pressure: high, were generated throughout the case. Several switches between automatic ventilation (volume control) and manual ventilation can be seen in the log also. The generated alarms together indicate a leakage situation. The technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. Our conclusion is that the high respiratory rate may have been caused by a leakage, however we have not been able to determine the true case of the experienced event.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that while the anesthesia system was used for treatment the respiratory rate increased and alarms indicating a leakage were generated. There was no patient harm. Manufacturer's reference #: (B)(4).